Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of s-rom-noiles knee prosthesis because of fracture of unidentified metal part. Doi: (B)(6) 2012 alio loco, dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 03/13/2018 translated medical records received. Upon review of the translated medical records, surgical notes from (B)(6) 2018, report metallosis, both femoral and tibial implants, each featuring a sleeve, were easy to remove without any noticeable bone loss. The tibial stem broke below the sleeve and the tibial shaft along the neck. The explanted femoral component did not exhibit any residual bone tissue, though there was a lot of cement residue, as much as 2 cm on the medial condyle. The posterior pe sleeve of the explanted prosthesis exhibited wear, which indicates contact with cement and a possible ¿lift¿ effect. The tibial tuberosity exhibited complete bone loss and the femoral condyles were almost completely gone. While attempting to reconstruct the tibial with an mbt, tibial and universal stem, it was apparent that the bone quality was insufficient due to bone loss and multiple, barely visible fractures, which were then secured with cerclage wires.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Added: d3 ( manufacturer email), h6 (impact and clinical code). Corrected: h3, e1 (initial reporter name).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.